Event description:
A malfunction alarm was reported, identified by the code malf 0. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in resetting the pump, and after the reset, the malfunction did not occur again. The customer was advised to continue using the pump and to call back if any issues arose again, which the customer understood and acknowledged.